Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not operating correctly and unable to deliver medication. Report 2 of 2. The following was received from the initial reporter: we have had at least 2 patients in the last month with high blood sugar levels requiring multiple and significant changes to their insulin needs for no known reason . It was noted that the relatively new auto autosheilds that we use retract and you are unable to confirm if the patient has actually been injected . If there is slight movement once injected whilst the insulin is being delivered then the needle actually retracts ? Resulting in the patient not receiving any or part of the insulin dose we tried giving the effected patient her own needles for injection which resulted in her blood sugar normalising immediately.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not opeating correctly and unable to deliver medication. Report 2 of 2. The following was received from the initital reporter: we have had at least 2 patients in the last month with high blood sugar levels requiring multiple and significant changes to their insulin needs for no known reason . It was noted that the relatively new auto autosheilds that we use retract and you are unable to confirm if the patient has actually been injected . If there is slight movement once injected whilst the insulin is being delivered then the needle actually retracts ? Resulting in the patient not receiving any or part of the insulin dose we trialed giving the effected patient her own needles for injection which resulted in her blood sugar normalising immediately.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.